Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching, vaginal discharge, dysuria, right upper quadrant pain, migraine, headache, depression, amenorrhea, anxiety, uterine bleeding, uterine prolapse, abdominal pain, bile reflux (esophageal), vaginal pain, urination pain and micturition urgency. Concomitant products included anaesthetics (anesthesia) and omeprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 3 trailing coils on the right, 2 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Cervical pap smear: low grade squamous intraepithelial lesion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :urinary tract infection, pelvic pain, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Patient's medical history added. Essure start and stop date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.